Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 31.0cm to 31.8cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-27999. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited mode switch due to noise oversensing. During the procedure, fluoroscopy was performed and the right ventricle (rv) lead was found to be dislodged and damaged. The ra and rv leads were explanted and replaced. The patient was in stable condition.